Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia and diabetic ketoacidosis, which was caused by air bubbles in the infusion set. The customer's blood glucose elevated to "hi" (>33.3 mmol/l), and she felt unwell and had shortness of breath. She was admitted to the hospital and treated with a saline and insulin drip, and she was expected to be discharged on (B)(6) 2015. The infusion set in use at the time of the adverse event was expired. The alleged product was requested for evaluation.